Manufacturer narrative:
Upon disassembly, damaged internal components were discovered including the rotor, coil, and cable assemblies, as well as the motor end. Preventative maintenance was performed on the device and it was returned to the user facility.

Event description:
It was reported that the core sumex drill ran without user activation prior to a case. There was no patient involvement, and there were no user injuries or adverse consequences.